Manufacturer narrative:
Investigation, including root cause analysis is in progress. This report mailed in to FDA on: 07/06/2007.

Event description:
The customer reported that during the procedure, the cutter was vacuuming, but was not cutting. They also stated that during cutting, they observed metal particles shedding into the vitreous. The cutter could not be removed from the eye. The vitreous was sucked into the cutter and when the doctor attempted to remove it, it pulled on the retina. Another cutter was inserted into another port and the cutter was removed. The customer stated that there was no patient injury.